Event description:
It was reported that during attempted insertion of the iab through an introducer sheath, resistance was encountered and the iab could not be fully advanced. There were no reported pt complications.